Event description:
Reporter noted two pt had elevated iop pod1. Surgeon didn't know if system caused or contributed to event, but requested service call. Pt 1 of 2: released aqueous multiple times by pressing on posterior wound edge. Treated with medications. Condition continues; prognosis reported as good.